Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that there was a pressure reading issue. The delta pressure was high. The failure occurred during treatment. No harm to any person has been reported. Any pressure issue or pressure reading issue can lead to a pump stop during treatment if the interventions were set by the user. Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that there was a pressure reading issue. The delta pressure was high. The failure occurred during use. The cardiohelp was exchanged. Information received from 2025-10-06, that the venous temperature sensor, venous probe, was defective. No harm to any person has been reported. Any pressure issue or pressure reading issue can lead to a pump stop during treatment if the interventions were set by the user. Additionally, the cardiohelp was exchanged during treatment. A getinge field service technician (fst) was sent for investigation on 2025-10-03. The fst could not replicate the pressure failure. The fst confirmed that the venous probe in question was the 4 lensed version and the cable was the new style (0.32m). The was no damage to the venous probe or its cable. The venous probe was retaught. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Several attempts were made to obtain information regarding the hls set. However, the customer could not provide any information regarding who reported the event and therefore no information was received. Regarding the "high delta pressure" failure: the fst could not replicate the high delta pressure. No exact root cause could be determined. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong pressure information e.g.: - response time is too long - positive or negative pressure beyond specification (release of tubes) - too high / low atmospheric pressure. Regarding the "venous temperature sensing" failure: according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong temperature information: - defective / disturbed (emi) sensor measurement - environmental influences (atmospheric pressure, temperature, humidity, overvoltage) - response time is too long. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed, a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, chapter "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. To monitor the patient temperature the venous temperature is measured by the venous probe. Further in case of a failing arterial/venous temperature sensor an external sensor can be connected ( refer to IFU , chapter "connecting external temperature sensors"). According to the IFU of the cardiohelp chapter "messages", if the measured values are above high limit or below low limit of the set limits and if the sensor is defective the system generates a visual and acoustical alarm. Regarding the "high delta pressure" and "venous temperature sensing" failure: the review of the non-conformities has been performed on 2025-10-09 for the period of 2022-08-18 to 2025-09-19. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2022-08-18. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure ""high delta pressure" could not be confirmed and failure "venous temperature sensing" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).